Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed as planned by using the reference monitor. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the mini transfer dvi port was defective. The fse solved the issue by replacing the mini display port. The returned part was analyzed but no failures were found. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the acquisition monitor was blank, preventing imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.